Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) claria device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred peritoneal dialysis (pd) therapy. During the troubleshooting, nothing was found that could have caused or contributed to se 2240. Caregiver (cg) stated that this happened the night prior, before they have already cleared the alarm and removed the supplies, but they were able to see that there was solution on the bottom of the hc but did not find the source. Renal therapy service (rts) advised what could have happened and what caused the error, cg understood. Rts advised to try again and call back if needed. Proper procedures per the user manual were discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.